Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During a standard follow-up on (B)(6) 2015, it was observed that one ventricular noise episode (dated (B)(6) 2015) was recorded in device memories.